Event description:
It was reported when the device was used during a laparoscopic nephrectomy, it would not open. The device was manipulated to remove from tissue. The case was completed using another device. There was no patient consequence.